Event description:
N/a.

Manufacturer narrative:
Additional information section: h6 & d9. Based on the details of the complaint an advanta v12 6 mm x 59 mm catheter and stent were attempted to be advanced through a 10 fr oscor introducer sheath. The user encountered difficulty inserting the stent. The target was the superior mesenteric artery in a 4 vessel bevar procedure. It is not known if the oscor 10fr introducer sheath was a standard sheath or if it was a steerable introducer sheath. The returned device had a large bend to it and due to the large bend, some of the connectors were bent and deformed. The ends of the stent were in good condition and did not appear to be damaged or bent. There was buckling of the catheter shaft of the delivery system approximately 54 cm from the inflation manifold. This buckling appears to be from the physician trying to advance the catheter with excessive force. The balloon on the catheter had a similar bend to it as seen with the stent. There were no signs that the balloon was attempted to be inflated. The impressions of the stent frame could easily been seen on the balloon surface. These impressions are indicative of a properly crimped stent by manufacturing. The device in question is a 6 mm x 59 mm advanta v12 that is recommended to go through a 7fr introducer sheath as detailed on the product label. The sheath used in this case was a 10fr oscor introducer sheath that is substantially larger than the recommended introducer sheath of 7fr. Being that the target was the sma with the approach being through the femoral artery up through the iliac artery and into the aorta it is possible that the oscor sheath used in procedure became kinked during the procedure. Being that the sheath was oversized this would have been the most likely cause of the catheter not being able to be advanced further. This is further supported by the fact that the returned stent had areas of damage consistent with navigating in a tight radius. Upon reviewing the trend analysis of the associated failure mode, the actual failure rate is (B)(4) based on two complaints in this 15 month time period. The actual occurrence level of 2 has exceeded the anticipated occurrence level of 1 as shown within the dfmeca dd005394 revision 54. There was also one 3 standard deviation excursion. The CAPA request number associated with the excursions is 1191581 and is under investigation. A DHR review did not identify any anomalies in manufacture, including incoming inspection of the bare metal stents. All stents subject to lot qualification testing were able to be advanced through the introducer sheath without issue. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 509278). Based on the condition of the returned device the complaint is considered confirmed, however there is no evidence to conclude that the device in question was deficient in any way. As such the root cause of the complaint is likely related to the operational context of the procedure.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Field service representative, received a call that the stent was stuck in the lock during the procedure. The customer is using a 10fr oscor lock for his procedure (4-fold bevar). From the beginning, the stent was very difficult to insert - up to halfway. The stent was still in the sheath, the target vessel was the ams (ateria mesterica superior). The doctor then pulled the entire stent out again. The stent was withdrawn and a competitor's product was implanted. The operating room nurse had flushed the stent, but had not vented it. The operating room nurse was instructed again by the field service to adhere to the IFU's instructions to deflate the balloon. The patient is doing well.